Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of one step button delivery system detachment of device or device component. Imdrf patient code e2015 captures the reportable event of pneumatosis. Imdrf patient code e0742 captures the reportable event of respiratory failure. Imdrf patient code e0717 captures the reportable event of dyspnea. Imdrf patient code e130501 captures the reportable event of renal insufficiency/failure. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments (udf). Imdrf patient code e2342 captures the reportable event of multiple organ failure. Imdrf impact code f02 captures the patient's death. Imdrf impact code f2301 captures the reportable event of additional device required (a second endoscopic procedure was performed to try to remove the device).

Event description:
It was reported to boston scientific corporation that an endovive one step button pull method was attempted to be used during gastrostomy tube placement procedure to treat difficulty with oral intake performed on (B)(6) 2026. During the procedure, when pulling the tube from the stomach, a 3 to 4 cm segment of the tube broke off into the stomach. Air was introduced to remove the detached device and leaked into the abdominal cavity, causing respiratory and cardiac deterioration. The patient was intubated and placed on mechanical ventilation. The detached piece remained in the stomach and the procedure was completed with a different device. The patient was intubated and placed on mechanical ventilation. On (B)(6) 2026, the patient was weaned off the ventilator due to deteriorating renal function. On (B)(6) 2026, an attempt was made to retrieve the residual material via endoscopy, but as soon as air was administered, the patient's vital signs became unstable once more, discontinuing the procedure. On (B)(6) 2026, the patient was placed back on mechanical ventilation. On (B)(6) 2026, the patient died due to multiple organ failure.

Event description:
It was reported to boston scientific corporation that an endovive one step button pull method was attempted to be used during gastrostomy tube placement procedure to treat difficulty with oral intake performed on (B)(6) 2026. During the procedure, when pulling the tube from the stomach, a 3 to 4 cm segment of the tube broke off into the stomach. Air was introduced to remove the detached device and leaked into the abdominal cavity, causing respiratory and cardiac deterioration. The patient was intubated and placed on mechanical ventilation. The detached piece remained in the stomach and the procedure was completed with a different device. The patient was intubated and placed on mechanical ventilation. On (B)(6) 2026, the patient was weaned off the ventilator due to deteriorating renal function. On (B)(6) 2026, an attempt was made to retrieve the residual material via endoscopy, but as soon as air was administered, the patient's vital signs became unstable once more, discontinuing the procedure. On (B)(6) 2026, the patient was placed back on mechanical ventilation. On (B)(6) 2026, the patient died due to multiple organ failure.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of one step button delivery system detachment of device or device component. Imdrf patient code e1033 captures the reportable event of pneumatosis. Imdrf patient code e0742 captures the reportable event of respiratory failure. Imdrf patient code e0717 captures the reportable event of dyspnea. Imdrf patient code e130501 captures the reportable event of renal insufficiency/failure. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments (udf). Imdrf patient code e2342 captures the reportable event of multiple organ failure. Imdrf impact code f02 captures the patient's death. Imdrf impact code f2301 captures the reportable event of additional device required (a second endoscopic procedure was performed to try to remove the device). Block h11: investigation result the returned endovive one step button pull method was analyzed, visual inspection found that the tubbing/connector was broken. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of one step button delivery system detachment of device or device component was confirmed. The device was returned with the tubing/connector broken. However, analysis of the device did not reveal the specific procedural conditions that led to this damage. Additionally, according to the external form: as photos of the complaint device show, the tubing and connector portions of the device broke below the transition joint region where the connector is inserted into the tubing. As such, the transition joint itself did not fail. The tubing and connector were torn/ripped. Therefore, this problem mode was not caused by any process during manufacturing. Based on all gathered information and the analysis performed, the most probable cause of this complaint is cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of one step button delivery system detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.